Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, an angiogram revealed a type iii fabric endoleak. A jet of contrast was observed from a possible hole in the endurant ii stent graft limb just below the gate marker ring. The physician ballooned the area multiple times to ensure the endoleak wasn't a type iii separation endoleak. The physician then elected to implant an additional endurant ii stent graft limb extension to cover the area and the endoleak was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.